Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the gasket seal on the double flapper valve on the trocar fell off into the abdominal cavity. It was seen upon inspection of the abdominal cavity. The gasket was retrieved. The case was completed with this trocar. Rep is returning a picture taken of the gasket in the abdominal cavity with the device. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.47039. Date sent: 11/13/1998. D6: device returned with no lot identification. Endopath dilating tip trocar: based upon the inquiry info rec'd and the visual examination, it was confirmed that the reported "gasket seal on the double flapper valve on the trocar fell off". The inner gasket was rec'd dislodged from its original position in a separate sealed pouch torn along the inside diameter measuring approximately 3/8", but complete. No conclusion could be reached as to how the inner gasket had become dislodged from its original position.